Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Anemia [anaemia]. Case description: a regulatory agency rep reported that they were notified by a consumer, gender and age unspecified, who used fixodent denture adhesive, form/version unk to keep dentures secure 1 application, unspecified frequency and reported the following: anemia. The consumer mentioned that the doctors could not find a reason for the anemia from the bone marrow testing. Treatment: received blood transfusions at least twice monthly. The case outcome was not recovered/not resolved. Past medical history included: medical history - dentures. No further info was provided.